Event description:
It was reported that during a patient follow up, stored noise episodes were observed. Technical support was contacted. Patient's condition is unknown.

Event description:
New information indicated that the lead was capped and replaced on 9/3/2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).